Event description:
It was reported the health care provider (hcp) stopped the pump before a magnetic resonance image (MRI). When the hcp read the pump post MRI, it was reported the settings were all different. The drug information screen showed water at 1000 micrograms per milliliter. The hcp then switched the programmer they were using and programmed the correct settings. The hcp confirmed after updating the pump that all the programming was correct. The device system was used to deliver clonidine and morphine.

Manufacturer narrative:
Product ID 8840, serial # unknown, product type programmer, physician; product ID 8709, lot # j11324r27, implanted: (B)(6) 2002, product type catheter. (B)(4).